Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reports that blood glucose level was not affected. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.